Manufacturer narrative:
Article citation: bletsis, patrick p., et al. ¿bilateral breast implant associated chronic lymphocytic leukemia/small lymphocytic lymphoma (cll/sll): a case report.¿ international journal of surgery case reports, vol. 71, 17 may 2020, pp. 341¿345, 10.1016/j.ijscr.2020.05.039. Accessed 8 july 2020. The events of "capsular contracture and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture, pain, and capsular contracture baker grade iii.

Event description:
Literature article ¿bilateral breast implant associated chronic lymphocyticleukemia/small lymphocytic lymphoma (cll/sll)" a patient presented with "pain and baker grade iii capsular con-traction" of the right breast. Three months later patient noted an "erythematous area on the right side of the inframammary fold of the right breast". The scar of this breast had been "swelling increasingly followed by leakage of some serous fluid out of the scar". Although not ill patient was prescribed oral antibiotics (amoxicillin clavulanate) for one week, without alleviating symptoms. [MRI] showed "bilateral subpectoral residual silicone particles". Histopathology and immunohistochemically analysis showed monotonous small cell b-lymphocytic infiltration (cd20+, cd5+, cd23+, alk-) in both capsules, highly suggestive for chronic lymphocytic leukemia (cll)/small lymphocytic lymphoma (sll). Breast implant associated anaplastic large cell lymphoma (bia-alcl) was considered but excluded as cd30 tested negative. This record is for the right side. The device was explanted.